Manufacturer narrative:
The expiration date is populated and saved in esubmitter. However, it does not show on the pdf submission report. The expiration for the reported lot number is 07/28/2024. Device evaluation: two devices were received and evaluated for the complaint regarding the needle button released event. Device #052331-a was not able to be tested due to the condition upon receipt. The complaint could not be confirmed for this device. Device #052331-b was inspected, and the needle mechanism functions were tested and verified to hove operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient called to report that with the most recent box of v go devices, 4 of the 5 v-go's that were used the needle button released prior to the 24-hour period. Patient has been using v-go for about 10 years and was trained by office staff at the office of her hcp. Patient reports that she recently began a new box of v-go 30 devices and after 4 hours but prior to 24-hours of use the needle button has released and she was unable to receive her bolus dose of insulin. It was reported that one device is available for return to the manufacturer for evaluation.